Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: a product evaluation was performed only by the photo provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number in the photo matches the report. Our evaluation of the photo provided confirmed the report. The photo shows a section of the device on top of the pouch, and the catheter appears to be broken. Based on the photo provided we were unable to determine the location of the break in the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices.the product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During a neoplastic stenosis of the mid-esophagus, the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the balloon advanced through a 7 cm neoplastic mid-esophageal stenosis, positioned distally, and inflated to 13.5 mm, where it remained for 2 minutes. It was then deflated and pulled to dilate the remaining 2 cm. The catheter broke during traction, the entire device was removed, and a competitor device was used to complete procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.